Manufacturer narrative:
Initial reporter address, postal code, phone number and country: (B)(6). Affiliation ¿ (B)(4). Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from the (B)(6) reporting that "during the use of the foley catheter, the health care professionals could not blow out the balloon of the catheters. The health care professionals had to fill the balloon with additional amount of sterile physiologic saline until the balloon is broken and the catheters could be taken out of the urethra. There was a risk of urethra damage." No harm was reported, no further information is available.